Event description:
Patient implanted with a heartmate 3 lvad on (B)(6) 2020 due to nicm (nonischemic cardiomyopathy). Patient admitted from clinic on (B)(6) 2021 due to driveline exit site (dles) infection. Dles culture positive for staph aureus and coag negative staph. IV antibiotics while hospitalized then converted to oral antibiotics at time of discharge on (B)(6) 2021. Admitted on (B)(6) 2021 for dles infection and bacteremia. Both dles and blood cultures positive for staph aureus. CT of chest/abdomen/pelvis negative for abscess. IV antibiotics converted to oral at time of discharge on (B)(6) 2021. Admitted (B)(6) 2022 for dles infection and bacteremia (staph aureous). Taken to the operating room on (B)(6) 2022 for debridement of the dles at which time the surgeon noted pockets of purulence extending up the driveline but not extending to the pump. IV antibiotics continued at time of discharge on (B)(6) 2022. Admitted on (B)(6) 2022 due to bacteremia, culture positive for pseudomonas. CT revealed hepatic abscesses, CT guided aspiration performed on (B)(6) 2022. Not a candidate at this time for transplant or pump exchange due to nonadherence. IV antibiotics were continued at time of discharge on (B)(6) 2022. Admitted (B)(6) 2022 due to pseudomonas bacteremia, IV antibiotics continue on discharge. Patient noted to be positive for thc(tetrahydrocannabinol) on (B)(6) 2022. Admitted on (B)(6) 2023 due to pseudomonas bacteremia. ICD thought be infected therefore it was explanted on (B)(6) 2023. Decision was made to perform a pump exchange. The patient was taken to the operating room on (B)(6) 2023 for a heartmate 3 pump exchange. The surgeon noted no purulence around the heart therefore the sewing ring was left in place as well as a part of the aortic graft were left in place. The surgery went well. The patient recovered and was discharged to home on (B)(6) 2023 on IV antibiotics. Reference report: mw5116467.